Event description:
The customer reported the ventilator alarmed with an air source fault during use. The customer reported the ventilator was in use on a patient and there was no patient harm. The service technician reported there were diagnoatic codes found in the ventilator log history that indicated a loss of air and oxygen gas supplies. The service technician reported the oxygen supply pressure at the customer facility is intemmittently below the required pressure to operate the ventilator. The loss of both gas supplies will affect the function of the ventilator. The respironics service technician reported the loss of air source was due to a loss of power to the blower caused by an open fuse on the power supply. The service technician replaced the fuse to correct the problem. Performance verification testing was performed and passed per operating specifications.